Event description:
The pt presented to the emergency room approx four days post angio-seal deployment. The pt was diagnosed with a right femoral site cellulitis and prescribed oral keflex to treat the localized infection. The pt was discharged and reported no further problems.